Event description:
It was reported that a 14f amulet delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was noted that the tip of the delivery sheath tore as it was inserted into the patient. There was no difficulty or resistance while inserting. The torn tip was noted after the device made contact with the amplatzer guidewire. The device was removed from the patient and replaced with a new 14f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable. No additional information was provided.

Manufacturer narrative:
It was reported that during procedure the tip of the dilator was damaged when the user was advancing the transseptal sheath. Also reported that there was difficulty advancing the delivery sheath through the patient. A returned device assessment could not be performed as the device was not returned for analysis. One image received appeared to show that the tip of dilator was torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 14f amulet delivery sheath was selected for a procedure on 11 (B)(6) 2024. During the procedure it was noted that the tip of the delivery sheath tore as it was inserted into the patient. There was no difficulty or resistance while inserting. The torn tip was noted after the device made contact with the amplatzer guidewire. The device was removed from the patient and replaced with a new 14f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Event description:
It was reported that a 14f amulet delivery sheath was selected for a procedure on (B)(6) 2024. During the procedure it was noted that the tip of the delivery sheath tore as it was inserted into the patient. There was no difficulty or resistance while inserting. The torn tip was noted after the device made contact with the amplatzer guidewire. The device was removed from the patient and replaced with a new 14f amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
It was reported that during procedure the tip of the dilator was damaged when the user was advancing the transseptal sheath. Also reported that there was difficulty advancing the delivery sheath through the patient. A returned device assessment could not be performed as the device was not returned for analysis. One image received appeared to show that the tip of dilator was torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary cause was related to the potential for the raw material to not homogeneously blend during the melt processing. This potential cause relating to the material characteristics of this material is the root cause of both the noted cracking and tearing.